Manufacturer narrative:
Of the 25 allegations of a malfunction, 19 pumps were returned to animas and investigated. Of the investigated pumps, 18 were found to be malfunctioning due to contamination and moisture ingress. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 25 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad responsiveness issue with moisture ingress. These reports were received from various sources. The patients associated with this allegation range from 5-63 years of age and between 46 and 217 pounds. Of the reported patients, 14 were male and 11 were female.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 10 instances of keypad/tactile with moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.